Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: it is reported that the physician used the turbohawk to treat distal sfa popliteal stenosis. The device jammed while in use. No patient injury is reported. Device evaluation: the turbohawk device was received for evaluation with the cutter driver (unattached). The distal tip assembly was relatively free of collected tissue but contained a cloudy film. The cutter head assembly was located deep within the tip assembly lumen. The tip assembly exhibited a slight bend (mid-tip) but it could not be determined whether the noted bend was present during the procedure or was generated post-procedure. The handle assembly's thumbswitch was actuated back and forth and the cutter head assembly nested in the housing ramp and tracked through the tip assembly lumen appropriately.